Event description:
During a femoral embolectomy the operator was using a 5 fr syntel embolectomy catheter when the distal 2 cm of the tip broke off while the catheter was still in the artery. This required a distal exploration and reanastomosis along with retrieval of the embolizing tip.